Event description:
It was previously reported in manufacturer¿s report#3007566237-2013-02034 that [there had been a complaint to the FDA where the only thing mentioned was the error code 8987 and the pump started intermittently not working.] The patient¿s wife reported an error code of 8987 on the ptm programmer when ¿they tried to use the ptm.¿ they noted that it made ¿an opposite noise¿ to the noise it made when the bolus was effective. The patient was noted to have ¿tried to do it again, and the ptm showed that it was not available for four more hours.¿ the patient reported having a headache ever since. Further discussion revealed the code represented a downlink error, and that the ptm was having difficulty communicating or requesting the bolus to the pump. The patient¿s full lockout interval was noted to be four hours. The medication used within the system was dilaudid. It was later reported that the patient could not sleep at night, and the patient¿s wife further confirmed that they could not sleep at night because of the pain he was having. The patient¿s wife noted that the patient had had surgery at l5-s1 and then ¿like a disk above that;¿ that his pain goes down there. The patient had some neck damage, but the pump ¿did not treat that at all.¿ they further stated it was the low back, and he had nerve damage from ¿failed surgeries and stuff.¿ the patient¿s wife stated that ¿nothing had changed the pain where the patient could not sleep,¿ and the patient did not sleep for more than an hour or two at a night. They noted that, ¿that¿s how it had been since the patient had been hurt.¿ they stated that ¿it did help¿ and it was an improvement, but the patient could not sleep like a normal person sleeps. A healthcare provider later reported that the event was not attributed to the pump. The patient later reported that (in regards to manufacturer¿s report#3007566237-2013-02034) the pump ¿was never working intermittently.¿ they saw an error code on the device and were wondering if it meant the device was not working. They stated they reported the error code to the FDA, and ¿the mention of the FDA was referring to the error code and they knew it for sure.¿

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4): product type programmer; patient product ID 8709, serial# (B)(4), implanted: (B)(6) 2005: product type catheter. (B)(4).